Event description:
It was reported that the patient with this pacemaker had exhibited infection with endocarditis. Reportedly, a revision and laser lead extraction were performed. The pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted due to helix extension issues. No additional adverse patient effects were reported. The pacemaker will not be returned.